Manufacturer narrative:
The device was sent to philips bench for evaluation. The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During the evaluation at bench repair, it was identified that the mx40 had no sound coming from the speaker. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.